Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose device after a superficial femoral artery interventional procedure. Reportedly, after clip deployment hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Thirteen unused sterile starclose se devices were returned. Nine starclose se - lot number 21217k1; one starclose se - lot number 30111k2; three starclose se - lot number 30107k1. These devices were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history records for these lots did not produce any findings relevant to this report.